Event description:
The user facility reported that during a patient procedure their right angled hook electrode broke and was charred. Another device was utilized to complete the procedure. No report of injury or procedure delay.

Manufacturer narrative:
The device subject of the reported event was discarded by the user facility and not returned to the supplier for evaluation. Without the returned device, a root cause of the reported event could not be determined. The right angled hook electrode IFU states, "there is a risk of injury if active electrodes come into contact with other conductive devices and accessories. Keep electrical connections dry while in use to prevent unintended conduction of hf current. Do not activate instrument when not in contact with target tissue, as this may cause injuries due to capacitive coupling. The surface of the active electrode may remain hot enough to cause burns after the rf current has been deactivated." A steris account manager provided in-service training on the proper use and operation of the right angled hook electrode. A 3-year complaint review indicates this to be an isolated event. No additional issues have been reported. UDI related data clarification - the lot/serial number is unknown; therefore, the applicable production identifiers were not included in the MDR.